Event description:
At 1 year and 8 months from the primary, the patient came in complaining of instabilityand discomfort during range of motion. The surgeon suspected the greater tuberosity was protruding proximally to the metaphysis. He removed some of the greater tuberosity, revised the glenosphere to alat. Glenosphere and the liner to a constrained liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2026 reverse shoulder system 04.01.0171 glenosphere - d 42x24.5 (k170452) lot 2346509: (B)(4) items manufactured and released on 16-apr-2024. Expiration date: 2029-apr-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0126 humeral reverse hc liner d 42/+3mm (k170452) lot 2308782: (B)(4) items manufactured and released on 08-aug-2023. Expiration date: 2028-jul-0243. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.